Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 191 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 119 mg/dl and 115 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/28/2018 and open vial date is april 2017. The meter memory was reviewed for previous test result history (date / time not set; unable to verify if tests other than 191 were fasting or non-fasting): the 149mg/dl n/a 12:00 pm fasting:no, the 167mg/dl n/a 12:00 pm fasting:no, the 191mg/dl n/a 12:00 pm fasting:yes, the 116mg/dl n/a 12:00 pm fasting:no, the 168mg/dl n/a 12:00 pm fasting:no. Memory concerns:191mg/dl unable to verify if tests other than 191 were fasting or non-fasting. Customer is not satisfied.